Event description:
(B)(6) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2014, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed the same day. Target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 15 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent with 0% residual stenosis. Post dilatation was not performed. Target lesion #2 was located in the proximal rca with 80% stenosis and was 15 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element stent with 0% residual stenosis. Post dilatation was not performed. Target lesion #3 was located in the proximal left circumflex (lcx) artery with 99% stenosis and was 16 mm long, with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent with 0% residual stenosis. Post dilatation was not performed. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2017, during a routine follow up visit, the subject presented with unknown symptoms of myocardial infarction (mi) and was hospitalized for further treatment. On the same day cardiac enzymes were elevated which was consistent with protocol definition of mi with peak troponin of 0.019 ng/ml. An electrocardiogram revealed an inferior non-st-elevation mi. Angiography was then performed which revealed 100% stenosis in the proximal to distal rca which was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. The event was also treated medically. (B)(6) 2017, three days post procedure, the event was considered recovered/resolved and the subject was discharged.